Event description:
Dealer states the chair won¿t tilt/recline. Dealer previously had the chair going into drive lockout and turned it off. He thinks it is drive lockout again but advised to find out the current message. Update: chair having issues with elevate; screen does not change when elevate command given.